Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed; however, the treatment data was reviewed. The log files showed that the treatment lasted for 4.0 hours with a set fluid removal of 400 ml. Alarms related to low arterial pressure and transmembrane pressure were triggered during the treatment. The treatment was correctly discontinued after 4.0 hours which indicates that the patient was not connected to the machine at time of death. There is no data indicating any malfunction of the ak 98 machine. The reported condition was not verified. It is unlikely that the ak 98 caused or contributed to the reported patient death. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Based on additional information received, the ak 98 machine was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hemodialysis patient passed away during treatment with ak 98 machine. It was reported the same day, the patient was admitted to the hospital for an unreported indication. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.